Manufacturer narrative:
(B)(6). The device was not returned for evaluation however photos were provided. The visual inspection observed that the effluent pump segment was perforated near the support plate. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that during priming with a prismaflex m150 set c an external fluid leak was observed due to some holes found in the tube. There was no report of patient injury or medical intervention associated with this event.